Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/11/2015 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. There was no activity related to the complaint observed in the black box or download history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump passed a delivery accuracy test and was found to be delivering within required specifications. The pump paired successfully with a test meter and passed radio frequency testing. Boluses were executed using the meter remote with no errors occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose(bg) of 430 mg/dl with headache, large ketones, and symptoms of dehydration. It was reported that the bolus did not show up in the pump history after hitting ok on the pump. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the patient did not change the channel 5 values above or below the previous channel to confirm the system was paired. This complaint is being reported because the patient allegedly experienced hyperglycemia due to use error in not changing the channel and confirming the system was paired.